Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue. The service agent recommended that the customer replace the device. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device no longer is able to power on. There was no report of any patient use associated with the reported issue.